Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump received with corroded battery tube, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed compromised force sensor system while performing fill tubing. Customer also reports that insulin pump spattered insulin and numbers did not appear on the screen. Customer¿s blood glucose was unknown at time of incident. Customer was asked to stop using the pump. Insulin pump will be return for analysis.